Manufacturer narrative:
Model number/catalog number: 72404155, batch/lot number: 478040018, model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced inflation issues and suspected leak with an inflatable penile prosthesis (ipp). A replacement surgery was performed, in which pump, cylinders and rear tip extenders were removed, while the reservoir was left deactivated inside the patient. The leak was confirmed during the procedure, and it was identified in the tubing that connects the pump to the cylinders. It was also stated that the patient did not suffer any further complications. No more information available at the moment. Should additional information become available, it will be provided.